Event description:
Pt suffered a torn pcl after a fall. Surgical intervention is planned. Surgeon plans to exchange poly insert during the procedure.

Manufacturer narrative:
Patient suffered a torn pcl after a fall. Surgical intervention is planned. Surgeon plans to exchange poly insert during the procedure. Review of the device history record indicates that the device was manufactured to specification.